Manufacturer narrative:
The software analysis was completed and the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Based on the information provided suspect movement of anatomy relative to frame during screw placement, but there is no way to confirm this.  Logs and archives cannot capture this information so would not be helpful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional felt 5mm inaccurate (anterior) immediately after the imaging system scan was transferred to the navigation system. Navigation and imaging system was aborted causing less than an hour delay in the procedure. There was no impact on patient outcome.